Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It is reported that following insertion the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that patient underwent laparoscopic ventral hernia repair with mesh on (B)(6) 2012 by dr. (B)(6). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with total abdominal hysterectomy with bilateral salpingo-oophorectomy, and halban's culdoplasty.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, and vaginal scarring. It was reported the patient underwent revision on (B)(6) 2011 due to mesh embedded. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.